Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition that resulted in asystole greater than two seconds, the longest pause being at least thirteen seconds. The device delivered inappropriate anti-tachycardia pacing (atp) and one shock. Boston scientific technical services (ts) questioned if this patient underwent a medical procedure when this event occurred but the sales representative did not have information. No additional adverse patient effects were reported. This lead remains in service.